Manufacturer narrative:
(B)(4). The event occurred in: (B)(6). Device requested for investigation but was not available.

Event description:
The customer complained of questionable glucose results for 1 patient tested on a accu-chek inform ii meter compared to a roche hitachi 917. The accu-check inform ii meter serial number was (B)(4). The customer provided the glucose data for 2 separate sets of samples, of which one set of samples was a reportable malfunction. At 6:30 am from a capillary blood sample, a glucose result of 10.4 mmol/l was obtained from a accu-chek inform ii meter. From a venous blood sample collected at almost the same time of the capillary sample, a glucose result of 7.4 mmol/l was obtained from a hitachi 917 analyzer. The specific time the venous sample was collected was not provided. Both samples were taken while the patient was fasting. The erroneous results were reported to the patient. There was no allegation of an adverse event. The qc results for both the accu-chek inform ii meter and the hitachi 917 were acceptable. The customer believes that the patient sample may contain an interference with the accu-chek inform ii test strips. The meter and test strips were requested for investigation. The customer stated that they would not be able to return the requested meter and strips. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.